Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: excess skin. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with a 400cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant (right) experienced bilateral cutaneous contour deformity and left-sided rupture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent a surgical intervention for the excess skin on her right breast and unilateral removal and replacement with a 400cc mentor memorygel breast implant (catalog #:350-4001bc, serial #: (B)(4) for her left breast on (B)(6)2019. This report is for the right-sided prosthesis.